Manufacturer narrative:
No samples were received for evaluation. Received customer pictures. We have no further inventory of the material/batch. We forwarded the complaint and customer pictures to our affiliated headquarters in austria from which we received this product. According to their investigation and comments, a review of production documentation revealed no deviations in association with the reported issue. Current production was checked and no irregularities could be found. Nevertheless, they have informed all concerned operators of the complaint and to handle product with care during manual packaging steps. The complaint cannot be determined. Corrected data: h6: method of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
(B)(4). A date of the events could not be obtained from the customer. Samples were requested for evaluation by our headquarter, where we buy this product from, but are not received yet. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states holder broke during the process of collecting the patient on 2 separate days. Customer has confirmed that holder broke during use.